Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the screwdriver broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-8741-40, driver, t10 hexalobe, beveled ft, batch number 1392237, was received for investigation and the evaluation revealed that the drive geometry at the distal end of the 3.5 mm beveled ft driver, cannulated, t10 hexalobe had broken off (see evaluation picture 3). Functional testing was not performed due to the damage to the device. The fragments of the broken distal end were returned for evaluation (see evaluation picture 4). The most likely cause is attributed to user error due to over-torquing/over-engaging the driver within the screw head.